Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient's trial started on (B)(6) 2024. It was reported that the patient experienced a serious adverse outcome of hospitalization. They had stated they were not available as they were on their way to the emergency room, but they did not specify why. It was unknown if the issue had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.